Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following the completion of the manufacturer investigation.

Event description:
A peritoneal dialysis (pd) patient called regarding a fluid leak and an unknown alarm that occurred during treatment. The patient will perform continuous ambulatory peritoneal dialysis (capd) with antibiotics. Upon follow up with the patient's wife, it was determined that the patient had encountered several alarms during drain 2 phase of his treatment. The patient stopped the treatment and while removing the cassette noticed a fluid leak inside the cycler cassette compartment area. The patient used continuous ambulatory peritoneal dialysis (capd) to complete the treatment successfully. The pd nurse was notified and antibiotics were prescribed as prophylactic. The patient did not experienced any adverse events as a result of this incident. The cassette/tubing set in question is available for an evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual examination a deep scratch was found on the cassette membrane. No damage was found on the hard plastic. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.